Event description:
The customer reports: "luer hub of distal lumen detached from the extension line during insertion".

Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-lumen cvc for evaluation. Visual examination of the sample confirmed that the distal extension line was separated directly adjacent to the luer hub. Microscopic examination revealed that a portion of the extension line was still inside the luer hub. Additionally, the point of separation appeared jagged and rough edges, which is consistent with damage seen when undue force is applied to the line. The catheter body was truncated adjacent to the juncture hub. The edges were smooth and even, indicating that the catheter was intentionally cut. The distal extension line outer diameter measured 2.14 mm which is within specifications of 2.13 mm-2.21 mm per product drawing. The distal extension line inner diameter measured 1.448mm which is within the specifications of 1.42 mm-1.50 mm per product drawing. This indicates that the wall thickness measured as expected. A manual tug test confirmed that the proximal and distal extension lines were fully secured within the luer hubs. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of extension line/luer hub separation was confirmed by complaint investigation of the returned sample. The distal luer hub was separated from the extension line. The point of separation appeared rough and jagged, indicating that undue force was applied to the extension line. The sample passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, unintentional user error (undue force) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "luer hub of distal lumen detached from the extension line during insertion".